Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated below the filter and leaked during an infusion of platelets. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing separation below the filter and leak was confirmed. Visual inspection observed that the set was separated between the tubing and bottom of the blood filter drip chamber. Closer inspection under magnification observed insufficient solvent at the end of the tubing where the separation occurs. The tubing was measured and found to be within measurement specification. The root cause of the customer¿s report is insufficient solvent applied during the manufacturing process.

Event description:
The customer reported that the tubing separated below the filter and leaked during an infusion of platelets. There was no report of patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing separated below the filter and leaked during an infusion of platelets. There was no report of patient harm.